Event description:
Reporter indicated that vns patient had experienced an increase in seizures above their pre-vns baseline frequency. It was reported that there had been no recent changes to the patient's drug regimen that may have contributed to the seizures increase. Further follow-up revealed that the patient's device has been programmed to off due to the seizure increase and that their seizure frequency and intensity had returned to pre-vns levels. Treating physician indicated that the seizure increase occurred immediately after stimulation was initiated and that she believed that the event was related to the vns therapy system. The pt reportedly experienced 2-3 seizures per week pre-vns. After initiation of stimulation, the pt reportedly expereinced 3-4 seizures per week and they were more severe. The patient's seizure types have not changed. It was reported that the patient's overall health condition was not worsening, but that the pt had lost their job after having a seizure at work. No device diagnostic testing has been performed.